Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 2 events were reported for this quarter. Product return status - 2 devices were received for evaluation. Evaluation status - 1 event was confirmed during testing. - 1 device was found to be affected by a loose or worn boot. 1 event was not confirmed during testing; however, the device was found to be affected by a loose or worn boot. Additional information - 2 devices are not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.